Event description:
Reporter indicated that device interrogation at follow up office visit revealed that the programmed settings were not set to the same parameters as were programmed at previous office visit. It was reported that the pt had recently had an increase in seizures from efficacy previously experienced with the vns therapy, but that the increase was not above pre-vns baseline. Device was reprogrammed to prescribed settings. The pt has reportedly not been near any strong magnetic fields. User error during previous programming session is suspected.